Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient's mother reported that the patient is not getting any clear signals from the audio processor. She describes that the patient is perceiving 'scratchy static' noise in his head when trying to use a processor. The external equipment was exchanged however the problem remained. The patient reported that he felt pain on (B)(6) 2016 and it is increasing. Re-implantation is planned.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. After opening of the housing visual inspection of the electronics shows damage that is typical for humidity ingress. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
According to the patient's mother, the patient is not getting any clear signal from the audio processor. She describes it as a 'scratchy static' noise in his head when trying to use an audio processor. The external equipment was exchanged however the problem remained. The patient reported that he felt pain on (B)(6) 2016 and it is increasing. The patient was re-implanted.